Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain [pain]. Fluid retention [fluid retention]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (route and site of administration not provided). The lot number for synvisc was not provided. On (B)(6) 2013, it was reported that the patient had synvisc injection. On (B)(6) 2013, the patient experienced pain and fluid retention and was treated with corticosteroids (unspecified) for both the events. On (B)(6) 2013, the patient recovered from the events of pain and fluid retention. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and both the events as possible.